Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the patient¿s blood glucose (bg) reached 18 mmol/l (324 mg/dl) while wearing the pod longer between 25 and 36 hours on the arm and the cannula was inserted and the pink slide moved forward. While patient was reporting this pod and the pod was removed it was found the cannula retracted, indicating a needle mechanism failure.